Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021. The cause of death was covid 19 and pneumonia. The caller stated that they were not aware if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 900 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, around the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.